Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device needle pulled off while suturing the vaginal cuff closed and the needle was retained in the patient. The patient was taken for x-ray as required as the needle remained within the vaginal cuff. The physician confirmed that the needle was not removed once located. The patient was discharged with no further action taken.